Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 17.00 se/3.5 silicone single piece lens with toric optic. The surgeon noticed a crack/tear on the lens while advancing the lens in the injector. There was patient contact, but the lens was not inserted into the patient's eye. Backup lens, same model size was implanted. Cause of this incident is unknown. Injector and cartridge lot number were not available.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of dried surgical residue. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause of the event could not be determined.